Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit would not alarm at the bed. The bed was located on the 2nd floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the scale pcb doesn't emit the alarm. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the scale pcb to resolve the issue. Based on this info, no further action is required.